Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.